Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving meter bg now alert. The customer also reported a blood glucose of 401 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer also called back to report a blood glucose of 426 mg/dl. Troubleshooting helped the customer calibrate his blood glucose. No additional information was provided.